Event description:
The customer reported a leak underneath the coulter lh 750 hematology analyzer. The instrument was generating differential vote outs when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The printouts and raw data were requested but were not provided.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a clog in the vacuum line for waste chamber vc26 that was causing the leak. The fse cleared the clog, which repaired the leak and the voteouts. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).